Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 10/07/2015. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare worker reported an unexpected outcome following an intraocular lens (iol) implant procedure. The patient experienced inability to read clearly. The lens was removed and replaced.

Manufacturer narrative:
Product evaluation: the customer indicated the use of an approved cartridge and handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. The (1.50cyl), 22.0 diopter was replaced with a (1.50cyl), 20.5 diopter.